Event description:
A customer reported that no message appears when scanning using librelink. The customer felt their sugar was high and had contact with a healthcare professional who provided unspecified treatment for hyperglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message appears when scanning using librelink. The customer felt their sugar was high and had contact with a healthcare professional who provided unspecified treatment for hyperglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Attempted to recreate the user complaint and was able to scan a sensor successfully using a similar configuration and could not be replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.